Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the evaluation, the user report was confirmed, there were deep scratches noted inside the channel causing resistance. Additionally, the scope leak checked revealed leaks in the distal end cover and the ethylene oxide (eto) valve. There was a crack noted in the adhesive at the distal end. Minor wear was noted on the labeling. The camera switch was damage, likely as a result of physical force. The angulation was in a low position, the control knob was set to 'play', and several dents were noted in the plastic cover. Furthermore, the lens had small chips and cracks noted, and the tubes had scratches and dents as well. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, while being reprocessed, the biopsy forceps of the evis exera iii gastrointestinal videoscope were difficult to pass through the device. Upon further inspection once the device was returned, it was noted that sections of the suction channel had detached. This report is being submitted to capture those detached components. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the endo therapy accessories for procedure or a cleaning brush were broken while using, and its debris remained in the channel and deep scratches were generated by the endo therapy accessories, which prevented smooth passing through of forceps in subsequent procedure. Olympus will continue to monitor the field performance of this device.